Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported patient experienced random shocks at the ipg site and the ipg turning off. Surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issues. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.